Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced phrenic nerve stimulation when lying in left lateral position. The lead was explanted and replaced. The patient's condition before and after surgery was good.